Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the radiofrequency head would not interrogate. While bench testing with a known good programmer, the head interrogated various devices with no faults or anomalies noticed. However, the head failed uplink tests and had cut insulation of the cable. The cable was replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head would not interrogate an implanted device. The head was replaced and the issue was resolved. The head was returned for repair. The head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.